Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration or dose) and unknown morphine drug (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that the patient's leg hurt so bad that they can barely walk on it. The patient clarified that the pump was implanted to help with the patient's back pain and confirmed that the pump therapy had been working to improve their chronic back pain by at least 50% until about a year ago. The patient stated that about a year ago their back pain got worse and now had such severe leg pain. The patient stated that 2 neurosurgeons told them they could not do anything for the patient then later one said they needed to do surgery but the patient was advised by another healthcare provider to not have that neurosurgeon do a surgery because the patient had too much nerve damage and roots are growing on the spine. The patient stated they had MRI, cat scan, injections, and x-rays done. The patient stated that the cat scan showed the catheter was "whipping back downward like a u-turn" when the catheter was initially implanted going up the patient's spine. The cat scan was done on (B)(6) 2021. The patient noted that the catheter enters at l2 and l3 travels cephalad to the sacral so the catheter looked like it was "whipping back downward like a u-turn" so the patient inquired if "it's still working". The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.